Manufacturer narrative:
Results: exposed sharp edges on broken footboard due to impact from misuse.

Event description:
It was reported by service report that the footboard was broken and there were sharp edges from the screen glass. No patient involvement or adverse consequences are reported.